Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's system board needs to be replaced to address the issue.

Manufacturer narrative:
H3 other text : device was evaluated by a third party field service engineer.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's system board needs to be replaced to address the issue. Additional information from service indicates that the blower assembly was also replaced. The device passed all testing. The defective part has been returned for a lab investigation. A follow-up report will be submitted when the manufacturer's investigation is complete.